Event description:
It was reported that the artificial urinary sphincter (aus) cuff and pump were explanted due to recurring incontinence and fluid loss from the cuff. The patient presented to the physician with a recurrence of his incontinence. The physician did a flexible cystoscopy and observed there was no coaptation by the aus. After the cuff was explanted fluid was injected into it at which time a hole was found in the middle of the cuff. As a result of the hold and fluid loss the aus device was no longer working causing the patient to experience recurring incontinence. The cuff and pump were explanted and the balloon was left in place. A new cuff and pump were then implanted.